Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a large air bubble in the reservoir. Customer's blood glucose was 193 mg/dl. Customer was advised to tap out and push air back into the insulin vial. Customer was advised to monitor the issue. Customer will not be returning the reservoir for analysis.